Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip not able to deploy off catheter.

Event description:
Note: this report pertains to the one of three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy off from catheter. Another two of the same devices was opened and the same problem occured. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.